Event description:
Patient had new vantex catheter placed on [redacted] 1900. By [redacted] 0800, blue port did not have blood return. All ports flush easily with medications running through them. Upon insertion, documented from inserted that all three ports had blood return. Nurse attempted to use push-pause method when flushing in attempts to remove any clots if were present but there was no return of blood through blue port. Providers aware, but due to medications needing central line, decision made to leave in place. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter).